Event description:
During routine cardiac monitoring of this alert pt the defibrillator unit failed upon attempting to charge. No previous visual or audible low battery warning signals were noted complete screen/power drop-out monitor was reset and second attempt resulted with an exact duplication of complete power failure. Spare battery installed in defibrillator unit which allowed the subsequent three defibrillation attempts with the successful conversion of this pt's life-threatening ECG rhythm to a life-sustaining rhythm.